Event description:
It was reported that during a shoulder procedure using the super turbovac ifs wand, the tip of the wand detached while inside the surgical site. The site was flushed out the detached piece was not recovered. The procedure was completed using a back up device. There was no significant delay nor any pt complications reported as a result of this event.